Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 devices were received for evaluation; 13 events were confirmed during testing. 11 devices were found to be affected by a migrated lever. 2 devices were found to have damaged loctite and a migrated lever. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device ran without user activation or had the potential to run without activation. 13 events had no patient involvement; no patient impact.